Event description:
Please hold, amanda 04/06/2012 a (B)(6) male with history of coronary artery disease and previous coronary bypass grafting had a redo sternotomy and aortic valve replacement surgery on (B)(6) 2012. The pt had heavily calcified aortic valve with evidence of left ventricular hypertrophy. There was a large calcification of the aorta, including the anterior aspect of the aorta around the sinotubular junction and aortic arch. The pt's aortic valve was excised and decalcifications of the aortic annulus were completed. The process of suturing the st jude medical 19-mm regent valve was started when it was noted one of the leaflets had inadvertently popped out and went into the left ventricle. The valve was not usable and was removed by cutting the one suture. The leaflet piece in the left ventricle was retrieved by an arteriotomy incision and retrieval. The retrieved leaflet was missing a small section. A cystoscope camera was used to search for the missing leaflet section. The small section of the leaflet was found in the cell saver device. All sections of the leaflet were successfully retrieved. The surgeon then placed a 19-mm pericardial bovine bioprosthesis valve. Pt did not have any known adverse event from the surgical procedure.